Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso nav eco catheter. Full UDI # information unavailable since the lot number is unknown. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered an esophageal fistula (requiring surgical intervention) and death. On (B)(6) 2016, the ablation procedure was performed. The patient was discharged (date unknown) per postoperative protocol. While recovering at home, the patient became ill and returned to the hospital more than 2 weeks post-procedure complaining of symptoms. The patient was diagnosed with an atrio-esophageal fistula. The mode of diagnosis is unknown. An update was received indicating that on (B)(6) 2016, the patient was reported to be in critical condition in the intensive care unit. On (B)(6) 2016, the patient passed away. There is no information available regarding an autopsy. The physician did not provide a causality opinion. Generator parameters at the time of injury: power control mode at 40 watts. No other generator parameters were reported. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as the specific site of injury is unknown. Esophageal protection measures included the use of an esophageal temperature probe throughout the procedure.